Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic right lower lobe lobectomy, when they prepared to cut off the right lower lung bronchus, after clipping they found it could not be fired, the surgeon was able to press the green button and the handle did not squeeze. They replaced another product, it could be fired normally and they cut off the tissue to complete the case. There was no patient injury.